Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci prostatectomy procedure, it was discovered that the mcs tip cover accessory had a hole. While there was no report of any patient harm, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the monopolar curved scissors (mcs) instrument tip cover accessory was found to have a hole. The mcs instrument was removed and the tip cover accessory was replaced. Arcing from the mcs tip cover accessory was not observed by the hospital or staff. The planned surgical procedure was completed with the replacement tip cover accessory. No other details regarding the reported event was provided.